Event description:
Customer performed a blood glucose test and received a result of 411mg/dl. The customer dosed insulin based on the result. The customer was later found unconscious and taken to the doctor. The customer was given a shot of something to raise blood glucose level. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.